Event description:
It was reported the atrial pacing door was broken off. One of the hooks was broken. The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) heartwire contact block and heart lead flex are contaminated. High rate cover and ring cover are broken off. Upper and lower cases and side bail covers are broken. Side bails are bent. The ring is missing.